Event description:
During shift check, the customer noticed that the autopulse platform (B)(4) displayed an "overheating" message. No patient involvement.

Manufacturer narrative:
The reported complaint that " platform (B)(4) displayed an "overheating" message" was not confirmed during the archive data review or functional testing. The reported complaint could not be replicated. During the visual inspection, unrelated to the reported complaint, observed the lcd screen with no backlight. The root cause was the defective processor board, likely attributed to a defective component. The processor board needs to be replaced to address the issue. In addition, observed a cracked top cover, front, and bottom enclosures, and some of the screws were missing, which is unrelated to the reported complaint. The observed physical damage is likely attributed to mishandling such as a drop. The top cover, front, and bottom enclosures with screws need to be replaced to address the physical damage. Also, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause of the sticky clutch could be due to the wear and tear of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform failed functional testing and displayed fault code 27 (encoder fault (> 3000 rpm)) upon powering up, unrelated to the reported complaint. The root cause of the noted fault was a defective motor controller board, likely due to a defective component. In addition, unrelated to the reported complaint, the sounder was making an unusual sound during device testing. The defective sounder cable was replaced to resolve the problem. After the motor controller board replacement, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 20 minutes without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The archive data review showed the presence of fault code 27 (encoder fault (> 3000 rpm)), user advisory (ua) 18 (max take-up revolution exceeded), and (ua) 45 (not at "home" position after power-on/restart) messages, unrelated to the reported complaint. The (ua) 18 and (ua) 45 error messages were cleared by the user. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, (ua) 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Waiting for customer approval for repair.